Event description:
It was reported that a ge field engineer received a cut to the forehead while replacing a part inside the detector of the infinia system. Reportedly, the metal cage containing the electronic board was lifted into the service position and was supported by an articulated support arm. The service engineer unintentionally hit the support arm with his hand, forcing the support arm to fold up, causing the metal cage to fall on the engineer's head. The field engineer received stitches from the site's surgery department and returned to work. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation is completed.